Event description:
It was reported that during the device changeout, the left ventricular lead insulation was damaged by the cautery tool. The lead had no capture, high thresholds and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.